Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had tissue residue that caused clogging in the nozzle during reprocessing. The intended enteroscopy was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was foreign material inside the nozzle due to insufficient or incorrect reprocessing of the scope. In addition, the joint of the bending cover and the adhesive had defects. It was also noted, there was insufficient angulation as the angle wires were stretched. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided additional information on their reprocessing steps. The customer confirmed they followed the reprocessing steps per the instructions for use. It was also confirmed that the air/water channel was flushed with water and air by using air/water channel cleaning adapter (mh-948). Additionally, the customer performed pre-cleaning and pre-soaking immediately after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clogged nozzle was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual_ inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.